Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen ( 500 mcg/ml at 99.99 mcg/day) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient missed their refill and the pump ran empty on (B)(6) 2019. It was noted the patient experienced a sudden onset of withdrawal as a result. The pump was just refilled and it was reviewed why no priming was needed. Additional information received from a healthcare provider reported the pump was refilled on (B)(6) 2019 at 10:34 am and that resolved the issue. The patient's weight was (B)(6) lbs and (B)(6) ounces.